Manufacturer narrative:
Product evaluation summary: also, we did receive performance data collected from the device and have analyzed the data. Analysis found no anomalies.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 4296 implantable pacing lead 2012 (B)(6). Product evaluation summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the distal end low voltage electrode was covered with blood and body tissue/fibrotic growth. (B)(4).

Event description:
It was reported that the evening after a surgical procedure for another product, that the patient had a ventricular fibrillation arrest and three attempted defibrillations from the right ventricular (rv) lead were unsuccessful. The patient was externally defibrillated. The rv lead was found to have poor sensing and increased thresholds. Due to the failed defibrillation, it was decided to explant and replace the rv lead. No further patient complications have been reported as a result of this event.